Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a printed circuit board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the no image on the monitor screen from digital visual interface output is due to a faulty printed circuit board; and, that all light-emitting diode (led) of the front panel continuously glowing is due to a faulty printed circuit board. Other finding includes that a wire was found to be corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that all light-emitting diode (led) of the front panel continuously glowing and no image on the monitor screen. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.